Event description:
A peritoneal dialysis (pd) patient reported that there was smoke, and a burning smell noticed during a pd treatment. The patient said there was smoke noticed after an alarm in the night during treatment. The patient's spouse could smell the smoke through a closed door. The smoke was coming from the front of the cycler. The patient was issued a new cycler. The patient knows how to do manual treatments. In a follow up, a nurse confirmed the patient was able to complete treatment for the day of the reported event as well as the following days via capd/manuals with no adverse effects, and no medical intervention was required. The nurse confirmed there was no kind of injury nor adverse event or medical intervention related to the smoke and burning smell either. The nurse stated the patient did receive the liberty cycler replacement and has been able to complete treatments with no issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage check test passed. System air leak test passed. Post-ast 2 hours 15 minutes 8500 ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that there was smoke, and a burning smell noticed during a pd treatment. The patient said there was smoke noticed after an alarm in the night during treatment. The patient's spouse could smell the smoke through a closed door. The smoke was coming from the front of the cycler. The patient was issued a new cycler. The patient knows how to do manual treatments. In a follow up, a nurse confirmed the patient was able to complete treatment for the day of the reported event as well as the following days via capd/manuals with no adverse effects, and no medical intervention was required. The nurse confirmed there was no kind of injury nor adverse event or medical intervention related to the smoke and burning smell either. The nurse stated the patient did receive the liberty cycler replacement and has been able to complete treatments with no issues. The cycler is available to return for investigation.